Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) on (B)(6) 2008. Upon recent device interrogation, a message was received that tachy mode was changed and the device had entered storage mode. Technical services discussed that the device was not capable of providing therapy to the patient. The patient reported symptoms of tiredness. The health care provider was to speak with the physician for further evaluation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was later explanted for normal battery depletion.